Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2013-00620 / 00623).

Manufacturer narrative:
Evaluation of the explanted devices found evidence that the head appeared to show evidence of subluxation of the joint and scratching of the bearing surfaces. Dimensional evaluation found component to be within appropriate design specification. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00622-1 / 00623-1).

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2010 allegedly due to multiple dislocations. The head, cup and liner were removed and replaced with m2a head, cup and taper adapter. Further, patient was revised on (B)(6) 2013 allegedly due to a pseudotumor. The head and taper adapter were removed and replaced with biomet product.